Manufacturer narrative:
All buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector was noted. The pump passed the idle current test. Unable to perform the run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the failed battery test alarm due to the button keypad anomaly. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 100 mg/dl. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.